Manufacturer narrative:
The "date of event" was not provided. This was not a product problem. The consumer was hit by a car while using device.

Event description:
Alleges consumer was using the chair and was hit by a car.